Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of han nationality. Previous drug adverse reaction and family drug reaction was not provided. Medical history of waist pain, leg pain and eyes were not very good. Concomitant medications included metformin for diabetes and acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25), via cartridge formulation, at an unknown dose three times daily, subcutaneously for the treatment of diabetes mellitus type ii beginning on an unknown date in year 2019. The patient also received insulin lispro injections (rdna origin) (humalog), via cartridge formulation, 24 units daily, subcutaneously for type 2 diabetes mellitus beginning on an unknown date. On an unknown date, she stopped using insulin lispro protamine suspension 75%/insulin lispro 25% therapy (whether to follow the doctor advice to stop using it was not provided). On an unknown date in 2020, she received insulin lispro (rdna origin) injection (humalog) from cartridge via humapen ergo ii re-usable device, 24 units at night, subcutaneously, for the treatment of diabetes mellitus. On (B)(6) 2020, her blood glucose was little high (result, reference value and unit was not provided) due to which she was hospitalized for treatment on an unknown date in (B)(6) 2020. On an unknown date her weight increased form 62 kg to 65 kg, her eyes could not see clearly/ eyes were not good, she was hard of hearing, her brain (brain was not good to use) and body were poor, she had excessive internal heat, high blood glucose and sometimes her blood glucose was abnormal. She stopped using insulin lispro cartridge by himself because blood glucose was comparatively good, but blood glucose increased again later and she started using it again. On (B)(6) 2021, she also had her device malfunction further described as the cartridge holder was broken in half and the injection screw was lost ((B)(4) lot number: 1804d01). On an unknown date, her weight decreased from 75kg to 65kg. Information regarding further hospitalization details, discharge date, corrective treatments, event outcome and action taken with insulin lispro protamine suspension 75%/insulin lispro 25% and insulin lispro therapies was not provided. On an unknown date in (B)(6) 2020, she restarted using insulin lispro and insulin lispro protamine suspension 75%/insulin lispro 25% therapy according to the doctor advice. Follow-up would not be possible as the reporter refused to be contacted via phone and the contact details of the treating physician were not provided. The operator of the humapen ergo ii device was patient herself and her training status was not provided. The general humapen ergo ii device model duration of use was not provided but it was started in 2020. The duration of use of suspect humapen ergo ii device was unknown. The action taken with suspect humapen ergo ii device was not provided and its return was not reported. The initial reporting consumer did not provide an opinion of relatedness between the events and insulin lispro protamine suspension 75%/insulin lispro 25% and insulin lispro drugs and suspect humapen ergo ii device. Update 19-jul-2021: additional information was received from initial reporter via psp on (B)(6)2021. Added medical history. Added insulin lispro as suspect drug. Added eight non-serious events of blood glucose increased, blood glucose abnormal weight increased, discomfort, visual impairment, feeling hot, hard of hearing and cerebral disorder. Updated weight. Updated narrative with new information. Update 31-aug-2021: additional information received on 26-aug-2021, from initial reporter via psp. Added one medical history, one concomitant medication, one new suspect drug and one suspect re-usable device, one non-serious event of weight decreased and laboratory data. Updated the verbatim for the evet of visual impairment and cerebral disorder. Updated the narrative with all the new information. Update 02sep2021: additional information received on 02sep2021 from global product complaint database. Changed the lot number from unknown to 1804d01 for (B)(4) relating to the humapen ergo ii device. Updated medwatch and (B)(4) fields for expedited device reporting and added contact log accordingly. Upon internal review, updated formulation of suspect drug from unknown formulation to cartridge formulation. Corresponding fields and narrative updated accordingly. Edit 08sep2021: updated medwatch and (B)(4) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 60-years-old asian female patient of han nationality. Previous drug adverse reaction and family drug reaction was not provided. Medical history of waist pain, leg pain and eyes were not very good. Concomitant medications included metformin for diabetes and acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25), via cartridge formulation, at an unknown dose three times daily, subcutaneously for the treatment of diabetes mellitus type ii beginning on an unknown date in year 2019. The patient also received insulin lispro injections (rdna origin) (humalog), via cartridge formulation, 24 units daily, subcutaneously for type 2 diabetes mellitus beginning on an unknown date. On an unknown date, she stopped using insulin lispro protamine suspension 75%/insulin lispro 25% therapy (whether to follow the doctor advice to stop using it was not provided). On an unknown date in 2020, she received insulin lispro (rdna origin) injection (humalog) from cartridge via humapen ergo ii re-usable device, 24 units at night, subcutaneously, for the treatment of diabetes mellitus. On (B)(6) 2020, her blood glucose was little high (result, reference value and unit was not provided) due to which she was hospitalized for treatment on an unknown date in (B)(6) 2020. On an unknown date her weight increased form 62 kg to 65 kg, her eyes could not see clearly/ eyes were not good, she was hard of hearing, her brain (brain was not good to use) and body were poor, she had excessive internal heat, high blood glucose and sometimes her blood glucose was abnormal. She stopped using insulin lispro cartridge by herself because blood glucose was comparatively good, but blood glucose increased again later and she started using it again. On (B)(6) 2021, she also had her device malfunction further described as the cartridge holder was broken in half and the injection screw was lost (pc number: 5696076 lot number: 1804d01). On an unknown date, her weight decreased from 75kg to 65kg. Information regarding further hospitalization details, discharge date, corrective treatments, event outcome and action taken with insulin lispro protamine suspension 75%/insulin lispro 25% and insulin lispro therapies was not provided. On an unknown date in (B)(6) 2020, she restarted using insulin lispro and insulin lispro protamine suspension 75%/insulin lispro 25% therapy according to the doctor advice. Follow-up would not be possible as the reporter refused to be contacted via phone and the contact details of the treating physician were not provided. The operator of the humapen ergo ii device was patient herself and her training status was not provided. The general humapen ergo ii device model duration of use was not provided but it was started in 2020. The duration of use of suspect humapen ergo ii device was unknown. The humapen ergo ii device was returned to manufacturer on (B)(6) 2021. The initial reporting consumer did not provide an opinion of relatedness between the events and insulin lispro protamine suspension 75%/insulin lispro 25% and insulin lispro drugs and suspect humapen ergo ii device. Update 19-jul-2021: additional information was received from initial reporter via psp on (B)(6) 2021. Added medical history. Added insulin lispro as suspect drug. Added eight non-serious events of blood glucose increased, blood glucose abnormal weight increased, discomfort, visual impairment, feeling hot, hard of hearing and cerebral disorder. Updated weight. Updated narrative with new information. Update 31-aug-2021: additional information received on (B)(6) 2021, from initial reporter via psp. Added one medical history, one concomitant medication, one new suspect drug and one suspect re-usable device, one non-serious event of weight decreased and laboratory data. Updated the verbatim for the event of visual impairment and cerebral disorder. Updated the narrative with all the new information. Update 02sep2021: additional information received on 02sep2021 from global product complaint database. Changed the lot number from unknown to 1804d01 for product complaint 5696076 relating to the humapen ergo ii device. Updated medwatch and european and canadian (EU/ca) fields for expedited device reporting and added contact log accordingly. Upon internal review, updated formulation of suspect drug from unknown formulation to cartridge formulation. Corresponding fields and narrative updated accordingly. Edit 08sep2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 01nov2021: additional information received on 26oct2021 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer; and added date of manufacture and date returned to manufacturer for the suspect device associated with (B)(4) associated with lot 1804d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that the cartridge holder of her humapen ergo ii was broken in half and the injection screw was lost. She experienced increased blood glucose. The investigation of the returned device (batch 1804d01, manufactured april 2018) found the cartridge holder was not returned with the device, and the injection screw was present and not broken. The front housing threads were slightly broken, displaying evidence of excessive force; however, this issue did not cause a malfunction. Using an investigation cartridge holder, the device was tested and met functional requirements. No malfunction was identified. The patient reported visual impairment. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient used the device while visually impaired. It is unknown if this misuse is relevant to the complaint or event of increased blood glucose.